Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a company representative. The pocket fill was not confirmed. When the patient presented to the ER she felt "weird" following the regular pump refill. The patient went to the ER because she felt she was lethargic and sleepy for hours following the refill. The patient's blood pressure and heart beat were monitored for a period of time following a decrease in the daily rate by the doctor while the patient was in the hospital. No diagnostics were performed to determine possible pocket fill. The device was active in the patient following pump refill with medication on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal dilaudid (concentration 20mg/ml; dose 6mg/day), clonidine (concentration and dose unknown), and marcaine (concentration and dose unknown) via an implantable infusion pump. Indication for use was non-malignant pain and failed back surgery syndrome. A possible pocket fill occurred during pump refill on (B)(6) 2015. The patient was in the emergency room (ER) on this day. On (B)(6) 2015, the dose was decreased. Patient symptoms, actions/interventions, and outcome were not reported. Additional information has been requested but was not available at the time of this report.